Event description:
Info received indicates that during bypass the external drive unit stopped rotating. The product was changed-out during the case with no blood loss reported for the pt. Hcp reported the time off bypass to replace the device was approx one minute. The pt was subsequently discharged with no change to status.

Manufacturer narrative:
Results: product inspection by facility biomedical technician found no failure detected and reported the unit did not require service or repair. Analysis: an evaluation at the facility by their biomedical dept tech checked the unit and could not duplicate the reported problem. No unit failure was detected and they concluded the problem was operator user error and that service was not required for the device. Product investigation in the field by the medtronic rep could not duplicate the problem with the external pump motor drive and deemed the problem was operational and related to user technique. Device-specific info for the console was requested, but not provided; therefore, the serial number and date of MFR could not be determined and the device history records could not be reviewed. Conclusion: both the biomed dept at the facility and the company representative have reported the incident was related to operator error. No pt event was reported and no device failure detected during unit exam.